Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a nephrostomy tube placement procedure, the access wire tip detached within the patient. The patient presented to the medical center with urinary retention. The physician had acquired subdermal access to the kidney when the access wire tip detached within the fibrous renal capsule of the kidney. The physician attempted to retrieve the wire tip with a vascular snare device but was unsuccessful. The urology team transferred the patient to the operating room for and additional attempt to retrieve the wire tip but was again unsuccessful. On (B)(6) 2018 the access wire tip was successfully retrieved from the patient's renal fibrous capsule by the physician in the operating room. Post nephrostomy tube implant, the patient was held for observation due to chronic discomfort unrelated to the wire tip detachment.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number was found. Corrective actions are in process.